Event description:
The pharmacist and risk manager reported the following event, "on a (B)(6) patient, during the implantation of a left gamma 3 long nail, the users observed the fracture of the kirschner wire at its threaded end. The fracture happened when the wire was moved by the surgeon in order to find the appropriate position. The tip of the wire (approx. 2mm) was implanted into the left femoral head of the patient."

Event description:
The pharmacist and risk manager reported the following event, "on a (B)(6) patient, during the implantation of a left gamma 3 long nail, the users observed the fracture of the kirschner wire at its threaded end. The fracture happened when the wire was moved by the surgeon in order to find the appropriate position. The tip of the wire (approx. 2mm) was implanted into the left femoral head of the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed since the device was not returned for evaluation. The corresponding risk file had considered potential breakage. No corrective actions are required at this time. A real root course could not be determined. The review of manufacturing documents revealed no deficiency of the device. Product not returned.